Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), perforation ("tissue or organ perforation") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (laparoscopy with left total salpingectomy). Essure was removed. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, device dislocation, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant/ device breakage'), fallopian tube perforation ('tissue or organ perforation'), device expulsion ('device migration/ migration of essure device location of device: uterus') and embedded device ('at the upper right cornu, are two embedded adjacent portions of coiled metal') in a 30-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, pneumonia, cardiac arrhythmia and vaginal delivery. Concurrent conditions included depression, multiple sclerosis, dysfunctional uterine bleeding, chronic cervicitis, menstrual disorder, adnexa uteri pain, flank pain, pneumoperitoneum, bowel perforation, abdominal pain, diarrhea, urinary urgency and suprapubic pain. Concomitant products included dimethyl fumarate (tecfidera), ethinylestradiol;levonorgestrel (seasonique) from october 2010 to march 2011, ibuprofen, sertraline hydrochloride (zoloft) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 1 day after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: depression, anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety") and endometriosis ("endometriosis"). In february 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix remove)coils removal and laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix removed)coils removal). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, embedded device, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, dyspareunia, vaginal discharge and endometriosis outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure had some slight difficulty in placement on the left side as the patient recalls. At the upper right cornu, are two embedded adjacent portions of coiled metal. One portion is less than 0.1 cm diameter and tightly coiled, while the other segment is up to 0.2 cm diameter and widely coiled. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: retained essure device within the left lower quadrant in the mesenteric fat and a second rounded punctate radiopaque foreign body along the right pelvis adjacent to the sigmoid colon. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2011: left fallopian tube: -negative for malignancy in submitted material - minimal chronic inflammation in the fimbria.; on (B)(6) 2013: cervix: chronic cervicitis, no evidence of dysplasia or malignancy. Endometrium: secretory phase endometrium, no evidence of hyperplasia or malignancy. Myometrium: no significant diagnostic abnormality; on (B)(6) 2018: foreign body removal. X-ray of pelvis and hip - on (B)(6) 2013: linear density left adnexal region consistent with patient's suspected retained essure device.. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: pelvic pain, abnormal bleeding, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured impfant/ device breakage'), fallopian tube perforation ('tissue or organ perforation'), device expulsion ('device migration/ migration of essure device location of device: uterus'), embedded device ('at the upper right cornu, are two embedded adjacent portions of coiled metal') and genital haemorrhage ('gen. Abnormal bleed') in a 30-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, pneumonia, cardiac arrhythmia, vaginal delivery and pain in hip. Concurrent conditions included depression, multiple sclerosis, dysfunctional uterine bleeding, chronic cervicitis, menstrual disorder, adnexa uteri pain, flank pain, pneumoperitoneum, bowel perforation, abdominal pain, diarrhea, urinary urgency and suprapubic pain. Concomitant products included dimethyl fumarate (tecfidera), ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6)2011, ibuprofen, sertraline hydrochloride (zoloft) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 1 day after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: depression, anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety, psych injury") and endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix remove)coils removal and laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix removed)coils removal). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, embedded device, menstrual disorder, infection, menorrhagia, anxiety, depression, dysmenorrhoea, dyspareunia, vaginal discharge, endometriosis and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, back pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure had some slight difficulty in placement on the left side as the patient recalls. At the upper right cornu, are two embedded adjacent portions of coiled metal. One portion is less than 0.1 cm diameter and tightly coiled, while the other segment is up to 0.2 cm diameter and widely coiled. Discrepancy noted in essure removal date patient received treatment for gen. Abnormal bleed, breakage, migration, bladder/urinary problem on (B)(6) 2011 patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: retained essure device within the left lower quadrant in the mesenteric fat and a second rounded punctate radiopaque foreign body along the right pelvis adjacent to the sigmoid colon. Hysterosalpingogram - on (B)(6) 2011: essure device was successfuljy occluded. Unilateral occlusion (right tube occluded) bilateral occlusion. Pathology test - on (B)(6) 2011: left fallopian tube: negative for malignancy in submitted material minimal chronic inflammation in the fimbria.; on (B)(6) 2013: cervix: chronic cervicitis, no evidence of dysplasia or malignancy. Endometrium: secretory phase endometrium, no evidence of hyperplasia or malignancy. Myometrium: no significant diagnostic abnormality; on (B)(6) 2018: foreign body removal. X-ray of pelvis and hip on (B)(6) 2013: linear density left adnexal region consistent with patient's suspected retained essure device. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: pelvic pain, abnormal bleeding, dysmenorrhea, menorrhagia and perforation, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured impfant/ device breakage'), fallopian tube perforation ('tissue or organ perforation'), device expulsion ('device migration/ migration of essure device location of device: uterus') and embedded device ('at the upper right cornu, are two embedded adjacent portions of coiled metal') in a 30-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, pneumonia, cardiac arrhythmia and vaginal delivery. Concurrent conditions included depression, multiple sclerosis, dysfunctional uterine bleeding, chronic cervicitis, menstrual disorder, uterine pain, flank pain, pneumoperitoneum, bowel perforation, abdominal pain, diarrhea, urinary urgency and suprapubic pain. Concomitant products included dimethyl fumarate (tecfidera), ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2011, ibuprofen, sertraline hydrochloride (zoloft) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 1 day after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: depression, anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety") and endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix remove)coils removal and laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix removed)coils removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, embedded device, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, dyspareunia, vaginal discharge and endometriosis outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure had some slight difficulty in placement on the left side as the patient recalls. At the upper right cornu, are two embedded adjacent portions of coiled metal. One portion is less than 0.1 cm diameter and tightly coiled, while the other segment is up to 0.2 cm diameter and widely coiled. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis on (B)(6) 2018: retained essure device within the left lower quadrant in the mesenteric fat and a second rounded punctate radiopaque foreign body along the right pelvis adjacent to the sigmoid colon. Hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded). Pathology test on (B)(6) 2011: left fallopian tube: -negative for malignancy in submitted material - minimal chronic inflammation in the fimbria.; on (B)(6) 2013: cervix: chronic cervicitis, no evidence of dysplasia or malignancy. Endometrium: secretory phase endometrium, no evidence of hyperplasia or malignancy. Myometrium: no significant diagnostic abnormality; on (B)(6) 2018: foreign body removal. X-ray of pelvis and hip - on (B)(6) 2013: linear density left adnexal region consistent with patient's suspected retained essure device.. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: pelvic pain, abnormal bleeding, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: new events added- menorrhagia, vaginal bleeding, depression, anxiety, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge and endometriosis were added. Event verbatim was updated as device migration/ migration of essure device location of device: uterus and pt was updated from device dislocation to device expulsion. Event added from medical record- at the upper right cornu, are two embedded adjacent portions of coiled metal. Reporters, patient¿s demographic details, lab data, medical history, concomitant condition and drugs were added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured impfant"), fallopian tube perforation ("tissue or organ perforation") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (laparoscopy with left total salpingectomy). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device was successfuljy occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant/ device breakage'), fallopian tube perforation ('tissue or organ perforation'), device expulsion ('device migration/ migration of essure device location of device: uterus'), embedded device ('at the upper right cornu, are two embedded adjacent portions of coiled metal') and genital haemorrhage ('gen. Abnormal bleed') in a 30-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, pneumonia, cardiac arrhythmia and vaginal delivery. Concurrent conditions included depression, multiple sclerosis, dysfunctional uterine bleeding, chronic cervicitis, menstrual disorder, adnexa uteri pain, flank pain, pneumoperitoneum, bowel perforation, abdominal pain, diarrhea, urinary urgency and suprapubic pain. Concomitant products included dimethyl fumarate (tecfidera), ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2011, ibuprofen, sertraline hydrochloride (zoloft) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 1 day after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: depression, anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety, psych injury") and endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix remove)coils removal and laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix removed)coils removal). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, embedded device, menstrual disorder, infection, menorrhagia, anxiety, depression, dysmenorrhoea, dyspareunia, vaginal discharge, endometriosis and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, back pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure had some slight difficulty in placement on the left side as the patient recalls. At the upper right cornu, are two embedded adjacent portions of coiled metal. One portion is less than 0.1 cm diameter and tightly coiled, while the other segment is up to 0.2 cm diameter and widely coiled. Discrepancy noted in essure removal date patient received treatment for gen. Abnormal bleed, breakage, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: retained essure device within the left lower quadrant in the mesenteric fat and a second rounded punctate radiopaque foreign body along the right pelvis adjacent to the sigmoid colon. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded). Bilateral occlusion. Pathology test - on (B)(6) 2011: left fallopian tube: negative for malignancy in submitted material. Minimal chronic inflammation in the fimbria.; on (B)(6) 2013: cervix: chronic cervicitis, no evidence of dysplasia or malignancy. Endometrium: secretory phase endometrium, no evidence of hyperplasia or malignancy. Myometrium: no significant diagnostic abnormality; on (B)(6) 2018: foreign body removal. X-ray of pelvis and hip - on (B)(6) 2013: linear density left adnexal region consistent with patient's suspected retained essure device. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: pelvic pain, abnormal bleeding, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " abdominal pain,gen. Abnormal bleed. Back pain, bladder/urinary problem" were added. Outcome of event " pain, bleeding, bladder/urinary" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured impfant/ device breakage'), fallopian tube perforation ('tissue or organ perforation'), device expulsion ('device migration/ migration of essure device location of device: uterus'), embedded device ('at the upper right cornu, are two embedded adjacent portions of coiled metal') and genital haemorrhage ('gen. Abnormal bleed') in a 30-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, pneumonia, cardiac arrhythmia, vaginal delivery and pain in hip. Concurrent conditions included depression, multiple sclerosis, dysfunctional uterine bleeding, chronic cervicitis, menstrual disorder, adnexa uteri pain, flank pain, pneumoperitoneum, bowel perforation, abdominal pain, diarrhea, urinary urgency and suprapubic pain. Concomitant products included dimethyl fumarate (tecfidera), ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2011, ibuprofen, sertraline hydrochloride (zoloft) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 1 day after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: depression, anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety, psych injury") and endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix remove)coils removal and laparoscopy with left total salpingectomy,total hysterectomy(uterus and cervix removed)coils removal). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, embedded device, menstrual disorder, infection, menorrhagia, anxiety, depression, dysmenorrhoea, dyspareunia, vaginal discharge, endometriosis and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, back pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure had some slight difficulty in placement on the left side as the patient recalls. At the upper right cornu, are two embedded adjacent portions of coiled metal. One portion is less than 0.1 cm diameter and tightly coiled, while the other segment is up to 0.2 cm diameter and widely coiled. Discrepancy noted in essure removal date patient received treatment for gen. Abnormal bleed, breakage, migration, bladder/urinary problem on (B)(6) 2011 patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: retained essure device within the left lower quadrant in the mesenteric fat and a second rounded punctate radiopaque foreign body along the right pelvis adjacent to the sigmoid colon. Hysterosalpingogram - on (B)(6) 2011: essure device was successfuljy occluded. Unilateral occlusion (right tube occluded). Bilateral occlusion. Pathology test - on (B)(6) 2011: left fallopian tube: -negative for malignancy in submitted material - minimal chronic inflammation in the fimbria.; on (B)(6) 2013: cervix: chronic cervicitis, no evidence of dysplasia or malignancy. Endometrium: secretory phase endometrium, no evidence of hyperplasia or malignancy. Myometrium: no significant diagnostic abnormality; on (B)(6) 2018: foreign body removal. X-ray of pelvis and hip - on (B)(6) 2013: linear density left adnexal region consistent with patient's suspected retained essure device. Concerning the injuries reported in this case, the following ones were confirmed patient's medical record confirming: pelvic pain, abnormal bleeding, dysmenorrhea, menorrhagia and perforation, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information were added and auto narrative supplement was updated.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.